Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the left ventricular channel. The patient will continue to be monitored. At this time, this device remains in service. No further adverse patient effects were reported.